Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the blood glucose (bg) level on the bolus screen was incorrect. Customer's bg level was 157mg/dl. Reportedly, the customer exited out of the bolus screen and once customer reentered the bolus screen, the issue was resolved.